Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was alarming a no delivery. They had brought the device to the hospital to get it tested and it was noted that they had the same issue with different infusion set and site. The customer¿s blood glucose level was unknown. The customer was currently on their back-up plan. They were advised to process a replacement for the device. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit passed the delivery accuracy test. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.